Event description:
The pen needle has broken inside the stomach of the patient (artsana code (B)(4)). The needle has been removed by the nurse with a pair of tweezers.

Manufacturer narrative:
The pen needle has broken inside the stomach of the patient (artsana code (B)(4)). The needle has been removed by the nurse with a pair of tweezers. Artsana is the producer while owne mumford is the manufacturer. All artsana pen needle are conformed to the iso 9626 "stainless steel needle tubing for manufacturer of medical devices" with normal single use bending / breaking should not occur. We will proceed with analysis on the 86 pieces of pen tips we received. No other related complaints were raised against this lot.